Manufacturer narrative:
D4. Serial and primary UDI number corrected. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the positioning issue was determined to be an unintentional use related per details that the patient pulled impella out.

Manufacturer narrative:
This is one of two related reports. This report represents the second impella cp and another report was submitted to represent the first impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 78-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage a shock, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient pulled out the device into the aorta. Four hours after being on support, the device was successfully removed. The post-procedure outcome is survived at explant. The impella functioned at auto at 3.5lmin as intended. The removal was performed with no consequence to the patient.